Manufacturer narrative:
Unit received with missing keypad overlay and all dome switches. Unable to perform functional test including displacement test, occlusion test, basic occlusion test, prime/delivery test, excessive no delivery test, unexpected restart error test, self test or verify history anomaly due to physical damage to keypad assembly. Unit received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that she recently went to the emergency room due to high blood glucose levels. Blood glucose level at the time of the incident was 392 mg/dl. The customer also reported that the insulin pump was not recording boluses that she had delivered. The customer stated that the insulin pump did not allow her to deliver insulin as the act button was unresponsive. Customer also stated that she had not been wearing the insulin pump for three days leading up to this incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.